Event description:
It was reported that "after three (3) minutes of use, the machine frequently alarmed for helium leakage. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". There was no report of patient complications, serious injury or death. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab helium loss alarm is confirmed based on visual inspection. Sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black plastic bag. Upon return, there was damage immediately noted to the iabc central lumen. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.8cm from the iabc distal tip. Also, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was at approximately 13.3cm from the iabc distal tip; liquid blood/fluid was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted approximately from 9cm to 15cm from the distal end of the teflon sheath. The one-way valve was tethered to the iabc short driveline tubing. The exposed portion of the bladder was fully unwrapped; during visual inspection of the bladder tip, it was noted the distal end of the bladder was no longer attached to the iabc distal tip. Numerous bends were noted on the catheter; the locations were 17cm, 27.2cm, 40.6cm, 46.5cm, 49cm, and 54.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned iabc. Some traces of dried blood were noted within the helium pathway; the catheter was likely cleaned prior to return. The combined damages can result in a helium pathway leak and cause alarms; with the combined damages noted upon return, it could not be confidently determined which damage occurred first or which damage may have resulted from withdrawal through the sheath. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0058in and was within specification of internal process documents. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it started losing pressure. This was repeated with similar results. No blood or obvious debris was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The teflon sheath was carefully moved from the bladder towards the bifurcate without difficulty. No obvious damage was noted to the bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Numerous leaks were detected. The iabc was noted leaking from the distal tip and luer end, which is consistent with the previously noted broken/damaged central lumen at the flex tip assembly. There was a leak from the bladder tip, which is consistent with the previously noted iabc distal tip separation from the bladder. There were numerous bladder leaks noted near the proximal end of the bladder. Under microscopic inspection, abrasions were observed at approximately 24cm to 24.7cm from the iabc distal tip. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from sharp object, was noted near the proximal end of the bladder at approximately 25.8cm from the iabc distal tip. Additionally, a leak site was noted on the iabc outer lumen, consistent with contact from sharp object, at approximately 28.6m from the iabc distal tip. With the combined damages noted upon return, it could not be confidently determined which damage occurred first or which damage may have resulted from removing through the sheath. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 17.5cm from the iabc luer, which is the location of a previously noted bend. The guidewire could not advance at approximately 41cm from the iabc luer. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported that "after three (3) minutes of use, the machine frequently alarmed for helium leakage. The issue could not be resolved by adjusting the equipment and the catheter. As a result, the catheter was replaced, and the problem was solved". There was no report of patient complications, serious injury or death. Patient condition reported as "fine".